Manufacturer narrative:
Concomitant medical products: 4034 lead, implanted: (B)(6) 2002. Product event summary: the device was returned and analyzed and no anomalies were found. The set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead, which was plugged into the right ventricular (rv) pace/sense port of the cardiac resynchronization therapy defibrillator (crt-d), exhibited oversensing. The physician was not sure if it was due to a lead issue or a crt-d header issue. As the patient was pacing dependent, it was decided to replace the crt-d. After the lv lead was connected to the lv port of the new crt-d, the physician noticed a fracture and a crack in the insulation but the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.